Manufacturer narrative:
Investigation found that the pump provided several fault messages. Upon opening the pump, investigation confirmed that the cabling had become loose/unplugged. Additionally, bobbin issues were identified due to pump damage. Therefore, the pump was scrapped to prevent continued clinical use.

Event description:
The user reported that the pump would not turn during the case. There was no patient harm; however, spectrum medical considers pump failure to be reportable.